Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) in the 40's (mg/dl). Reportedly, the suspected cause of bg level was unknown. To treat low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.